Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during the archive but not during the functional testing. The platform passed the functional testing and worked as intended. Upon visual inspection, noticed a hole on the load plate. This observation is not related to the reported event. The probable cause for the observed physical damage could be due to normal wear and tear or could be due to user mishandling. The autopulse platform was manufactured in 30 september 2016 and passed 3 years old. The archive data review showed occurrence ua18 (max take-up revolutions exceeded) error message. The autopulse platform passed the initial functional testing without any fault or error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 18 (max take-up revolution exceeded) message on the user control panel. The reporter was unable to specify if the issue occurred during shift check or patient use. No consequences or impact to patient.